Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the xenon lighthsource unit had a burning smell and smoke was coming out from light box. The lightsource cable was also burn.

Manufacturer narrative:
Updated fields: concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. Unique device identifier (UDI) #: (B)(4). Device history record (DHR): DHR shows no abnormalities related to the reported issue. The returned 00mlx light source is in used condition, and passed initial and burn in testing. The reported complaint could not be confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.